Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating post operation of the original surgery date. The surgeon exchanged the glenoid head to a 36 neutral and implanted +8 space and 36 semiconstrained liner as well.